Event description:
On (B)(6) 2011, stryker biotech received a report that a pt (demographics unk) developed an increased monocyte count approx five months after undergoing an unspecified procedure. No add'l info was received in the initial report. F/u info received on (B)(6) 2011 confirmed that the pt (B)(6), a (B)(6) female experienced high levels of monocytes with an onset date of (B)(6) 2010. The reporter stated that he did not know whether the adverse event was related to the product, but stated that the event was not life threatening, did not require hospitalization, and that it did not require medical intervention. The reporter also stated that he did not know whether the pt had recovered from the events. Further info has been requested.